Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that prior to the ar-13999mf, fastpass scorpion jaw malfunctioning during the rotator cuff repair, the tip of the ar-13995n, multi-fire scorpion needle broke off. The rep stated that the surgeon did not realize that the tip of the needle had broken off. The needle was discovered to be broken at the notch of the tip when loading the device to pass the second suture. Once the surgeon noticed that the needle was broken, the surgeon attempted to retrieve the fragment but was unsuccessful in doing so. The broken fragment remains in the patient. A replacement ar-13995n was brought in to complete the procedure.